Manufacturer narrative:
Failure analysis revealed that the insulin pump had broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners. Unable to prime during the prime test due to loose/protruded drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that they were unable to exit the preparing to prime loop. Drive support cap was noted to be protruded. Customer's blood glucose reading at the time of the call was 186 mg/dl. Nothing further was reported.